Event description:
The lay user/patient contacted lifescan in 2008, and alleged that her one touch ultra meter was displaying the error 4 message. The patient reported that the alleged issue first occurred about 3 months ago (did not recall the exact date/time). It is not clear if the patient was able to obtained results at all. She also mentioned that after the reported issue began, she reported that she experienced sweats. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. It was determined that the meter was exposed to temperature outside of the acceptable range. The patient's testing technique was reviewed to be correct. It was also discovered that the 1st vial of test strips were expired, however, the retest performed with a new vial of strips also displayed the error 4 message. This complaint is being reported because the patient claimed that she experienced a symptom suggestive of hypoglycemia after the reported issue began. She did not receive any medical attention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.